Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 1.78 mg/day) and baclofen (2000 mcg/ml at 356 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and other spasticity. On (B)(6) 2016 it was reported that a critical alarm was occurring. The alarm was due to low battery reset, reset, and safe state. The patient had heard the alarm in the middle of the night and came in to have it read this morning and it showed reset due to low battery. The hcp checked the logs and they were filled with reset logs every few minutes, so the original log was no longer listed. The hcp stated that he would likely be able to replace the pump today. The patient had no symptoms. Additional information was received on 22-jun-2016 from a company representative and it was reported that the pump was replaced (B)(6) 2016. During the pump replacement procedure, it was discovered that the catheter was broken. Additional information was received on 23-jun-2016 and 06-jul-2016 from an hcp and it was reported that the other medication the patient was taking was sinemet. The patient's pertinent medical history was "dystonic changes s/p stn <(>&<)> gpi dbs". The troubleshooting for the broken catheter was noted to be "discovered in or". A new catheter was placed. The cause of the broken catheter was reported to be "by depth, may have been at laminar edge but not certain". The broken catheter was resolved. The cause of the resets/low battery resets was not found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.